Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation changed to no

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a mildy calcified, mildly tortuos left anterior descending coronary artery. During advancement of a 2.25x18mm xience skypoint drug-eluting stent (des), resistance was met with a previously implanted unspecified xience skypoint des and the 2.25x18mm xience skypoint stent dislodged in the left main coronary artery and was retrieved via snare. An unspecified xience des was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.